Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was not able to fire. The surgeon was able to press the green button and squeeze the handle. After fixing it was impossible to retire and put a new staples loader.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of a reload. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. If information is provided in the future, a supplemental report will be issued.